Manufacturer narrative:
Additional information was received on february 18, 2020. The diagnosis of baker grade iii capsular contracture was confirmed by the physician's office. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 275cc mentor memorygel breast implant, catalog #3502754, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 275cc mentor memorygel breast implant experienced a change in shape of the right implant along with tightness on that side. The patient suspects either rupture or capsular contracture. Magnetic resonance imaging was performed, and results are still pending. There is no information regarding an official medical diagnosis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.